Manufacturer narrative:
The device was evaluated by the customer. It was confirmed that the reported issue was caused by a broken spo2 probe and the spo2 probe will need replacement. The defective part is a philips product. The equipment was returned to normal performance after the replacement of the blood oxygen probe. There was no personal injury after confirming with the reporting hospital. No additional information was available to further aid with the complaint device evaluation. The device has been returned to use. No subsequent calls have been logged for this device/issue. No further investigation or action is warranted at this time.

Event description:
It was reported that when monitoring vital signs, the device does not measure the blood oxygen value. The device was in use on a patient. There was no report of patient or user harm.